Event description:
It was reported that patient underwent an explant procedure of eroded cuff sometime in (B)(6) 2019. A deactivation plug was inserted with plan of returning to insert another cuff at a future date. Patient came into physicians office a few weeks ago due to tubing plug from the deactivation package extruded thru perineal skin and the doctor booked him for complete explant procedure.